Manufacturer narrative:
(B)(4). Failure to follow instructions (inflating the reliant outside of the stent graft) .

Event description:
It was reported that the reliant balloon was inserted and inflated in the patient. It was reported that the reliant balloon ruptured while being inflated for proximal ballooning of stent grafts. The reliant balloon was inflated outside of the stent graft. Then, the same incident occurred with another balloon by another manufacturer. The patient had a renal stent implanted in the renal artery and its edge was sticking out to the aorta. It seems that the rupture occurred by contacting with the stent edge. No additional clinical sequelae were reported. The device was returned and the evaluation was completed. The event was confirmed; there was a tear in the balloon. The root cause of the event could not be conclusively determined; however, was most likely due to the physician inflating the balloon outside the stent graft and against a stent placed within the renal artery.